Event description:
It was reported that entanglement occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of an arm fistula. When the device was turned on there was no image. An error appeared on the console and it was noted that the device had wrapped the wire around it. The device was removed and the procedure competed with another of the same device. There was no harm to the patient.

Event description:
It was reported that entanglement occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of an arm fistula. When the device was turned on there was no image. An error appeared on the console, and it was noted that the device had wrapped the wire around it. The device was removed, and the procedure competed with another of the same device. There was no harm to the patient. It was further reported that imaging window was observed kinked. The guidewire exit port was found lifted and the catheter twist it was observed in the lap joint section. An electrical open at proximal due to a broken coax cable at 130 cm to 140 cm. Lastly, media inspection shows no image that confirms the reported image issue.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. The device could not be inspected for imaging core windup due to the imaging window kink preventing removal of the rotator and imaging core assembly. The guidewire exit port was found lifted. Microscopic inspection revealed catheter twist at the lap joint section. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 130cm to 140cm. Media inspection of a photo provided by the client showed no image, confirming the reported image issue.

Event description:
It was reported that entanglement occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of an arm fistula. When the device was turned on there was no image. An error appeared on the console and it was noted that the device had wrapped the wire around it. The device was removed and the procedure competed with another of the same device. There was no harm to the patient.